Event description:
The user facility reported that the distal end of the runthrough wire involved fractured during a percutaneous coronary intervention (pci) and was left behind in a coronary stent. The patient was in stable condition. The procedure was successful. There was no patient injury/ medical or surgical intervention required. Additional information was received on 18 may 2022: the end of the runthrough remained lodged behind the stent. Additional testing was not performed to show the broken wire. The patient did not present calcifications and/or tortuosity. The procedure was completed successfully with the involved wire.